Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
It was reported that the implantation of the pinnacle on (B)(6) 2010 took place at (B)(6). However, it was not indicated which physician corresponds to the implantation of the pinnacle device, and which correspond to the implantation of the obtryx and xenform devices.